Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation exhibited the flow rate and cumulative flow rate display completely disappeared when air supply started. The issue occurred during therapeutic procedure. The procedure was completed with the same device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: the circuit board malfunctioned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "chapter 4 inspection. [Warning] before each case, inspect this device as instructed below. 4.6 turning power on [warning] if the above indications fail, the equipment may be faulty. Immediately turn the power switch off, disconnect the power cord from the hospital grade receptacle (wall mains outlet) and contact olympus. [Important information ¿ please read before use contraindications, warnings, and precautions] to ensure that the operation can be completed without complication in the case of a malfunction, prepare a spare uhi-4 unit as a backup." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.